Manufacturer narrative:
(B)(6): this unit was field serviced by a carefusion authorized service center for repairs. As of today, carefusion has not received the failed component for failure analysis. Shall additional information become available, carefusion will submit a follow up medwatch form. This complaint was included in a two year retrospective complaint review.

Event description:
It was reported that the ventilator's internal battery's operating time was short. It is unknown whether or not the ventilator was on a patient at the time.